Event description:
Laparoscopic cholecystectomy: "first clip dropped out of clip applier. The second clip fell off the vessel and the third clip dropped out of the clip applier."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted in the FDA.